Event description:
Customer reported the c-arm makes a beep tone on its own like it is saving images. They are unable to save the images when the switch is pressed. The image orientation cannot be changed. The c-arm displayed a housing is hot message and they just started using the sys. The c-arm would image and they could continue to use it. The sys is used for animal research and no pt was involved.